Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection with sepsis. The patient was also put on intravenous antibiotics. There were no additional adverse patient effects reported. The pacemaker was explanted.

Event description:
Additional information indicates that the patient had a minor infection like the bacteria found in acne and would not close the pocket apparently. Moreover, the patient also mentioned that there was a very small hole in the pocket. The patient then verified that the infection was there for a month before the device system was explanted.